Event description:
The pts' head was pinned int he mayfield skull clamp and the skull pins while in a supine position. The pt was then flipped to a prone position on the table (while still in the clamp) and was repositioned with gel rolls. The physician stated that he flexed the pts' head towards him in the prone position, unlocked the device to reposition and then relocked the device. As the nurse tightened the adapter to the starburst on the clamp the pts' head slipped from the pins in the clamp causing a laceration from the top skull pin on the rocker arm side to the pts head. The doctor also stated he had 60 pounds of pressure on the torque knob side. This laceration required sutures and the surgery was then canceled. He also stated pins were intact and did not come out of the clamp and the locking knob stayed locked out.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.